Event description:
It was reported that the patient developed a localized infection at right pacer pocket site. Cultures were taken and antibiotic treatment was necessary. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.